Manufacturer narrative:
The meter was provided for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the customer alleged that the result occurred at 10:03 am but it was observed in the meter's patient result memory at 9:03 am. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter and test strips have been requested for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number: (B)(6) compared to a second coaguchek xs meter serial number: (B)(6). At 9:52 am, the result from meter serial number: (B)(6) was 5.4 inr using test strip lot 68883611 with expiration date 30-sep-2024. At 10:03 am, the result from meter serial number: (B)(6) was 4.0 inr using test strip lot 70302411. The patient's therapeutic range is 2.0-3.0 inr.